Event description:
Reported the patient's ipg became inoperable due to an unrelated surgical procedure, where the device was not placed in surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer reference number: 3006705815-2022-17579. Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. During the procedure one of the leads had high impedances on all contacts. Hence, the lead was explanted and replaced with a new lead. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system wasn't set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.